Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the integrated electro surgical unit (iesu) had errors m-11, m-18 and c-34. The customer tried second monopolar port; changed the cautery cord and tried another monopolar curved scissors (mcs) but the issues persisted. The customer restarted the iesu, but the issue continued. The customer proceeded with an external iesu. The procedure completed as planned with no report of patient in injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 4-may-2022: the system was functioning properly and suddenly the mcs instrument stopped working. The customer tried to replace the green cable twice and then the mcs instrument but the issue persisted. The customer proceeded with an external iesu generator. The procedure was completed as planned with no patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint, but the failure analysis evaluation has not yet been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple errors m-11, m-18, and c-34 pointing to iesu related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sl0354. No image or video was available for review. This complaint is considered a reportable malfunction event due to the following conclusion: the integrated electro surgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The iesu triggered error c-34 during normal mode on the test system.

Event description:
Refer to h10/h11 for follow-up information.